Event description:
Additional information was received that the rv lead was surgically abandoned due to continued oversensing of noise that led to pacing inhibition with greater than two seconds of asystole. The lv lead was also surgically abandoned due to the high out of range pacing impedance measurements. The cardiac resynchronization therapy pacemaker (crt-p) remains implanted. No additional adverse patient effects were reported. It was also noted that the patient had experienced syncope previously.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was admitted to the hospital after presenting to the emergency room with feelings of lightheadedness. Upon interrogation it was noted there was oversensing of noise on the right ventricular (rv) channel that led to pacing inhibition for this pacemaker dependent patient. Boston scientific technical services (ts) was consulted and discussed turning of the respiratory rate trend (rrt). This was done and the noise disappeared. It was also noted that the left ventricular (lv) lead exhibited high out of range pacing impedance meaurements of greater than 2000 ohms. A revision procedure was scheduled to take place within a couple months. However until the revision procedure the device was reprogrammed to only pace and sense in the ventricle. The lv lead vector was also reprogrammed which lowered the impedance measurement. The system remains in service and no adverse patient effects were reported.